Manufacturer narrative:
Evaluation summary: the root cause for the reported complaint appears to be a coincidental event that was related to user (hcp) handling as user facility reported that the iol was loaded wrong in cartridge and implanted conversely in the eye. Based on this information, the iol did not cause/contribute to the event. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the intraocular lens (iol) met release criteria. Root cause could not be identified at this time. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that an intraocular lens (iol) was loaded incorrectly in the cartridge and implanted conversely in the eye. The lens remained implanted. According to the facility, the event was due to a use error. Additional information has been requested.